Manufacturer narrative:
Journal article details; title: outcomes of the chimney technique for endovascular repair of aortic dissection involving the arch branches authors: yuxi zhao, jiaxuan feng, xiaonan yan, guoxian zhu, jian zhou, zhenjiang li, rui feng, and zaiping jing ann vasc surg 2019; 58: 238-247 doi: https://doi.org/10.1016/j.avsg.2018.10.041 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted with chimney grafts in a patient group for the endovascular repair of type a and type b aortic dissections. The following adverse events were observed in the patient group: in-hospital outcomes: type I endoleak (intra-operative) reintervention hemothorax death (suspected reoccurrence of aortic dissection) death (heart failure due to cad) follow-up outcomes: false lumen perfusion hypertension ischemic stroke death (>30 day).